Manufacturer narrative:
Investigation: one (1) sample was received from the customer for investigation with the needle hub assembly attached to a syringe. A dyed water solution was drawn into the returned needle hub assembly and syringe. No leakage was observed. The needle hub assembly was then removed from the syringe and visually examined using 10x magnification. No holes or cracks were observed in the needle hub assembly. Based on the investigation conclusion the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. A device history record (DHR) review was not able to be performed on the batches associated with this investigation as the batch numbers were unknown.

Event description:
It was reported that bd precisionglide¿ needle leaked. The following information was provided by the initial reporter: material no. 305110 batch no. Unknown it was reported there were air bubbles and leakage. 1. Description of issue: customer saw bubbles go into the syringe from the needle when pulling back on the plunger to remove air from the cartridge. Customer then stated that it seemed like the needle leaked a little bit of insulin when customer loaded insulin into the cartridge. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 3. 3. Number of occurrences: 1 4. Item number ¿ 26 g, 3/8¿ needle ¿ 305110 ¿ bd 26 g, 1/2¿ needle ¿ 305111 ¿ exel 26 g, 1/2¿ needle customer did not know which needle 5. Product lot number: not available 6. For bd product only, are samples available for investigation? O yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes 7. Did issue cause any injury? If yes, what type of injury? No 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No 9. Resolution: ¿ explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. ¿ customer was able to load cartridge with insulin. 10. Note: product category = needle/syringe issue.

Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd precisionglide¿ needle leaked. The following information was provided by the initial reporter: material no. 305110 batch no. Unknown it was reported there were air bubbles and leakage. Description of issue: customer saw bubbles go into the syringe from the needle when pulling back on the plunger to remove air from the cartridge. Customer then stated that it seemed like the needle leaked a little bit of insulin when customer loaded insulin into the cartridge. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 1. Item number: 26 g, 3/8¿ needle ¿ 305110, bd 26 g, 1/2¿ needle ¿ 305111, exel 26 g, 1/2¿ needle. Customer did not know which needle. Product lot number: not available. For bd product only, are samples available for investigation? Yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: explained that bd might follow up with customer regarding returning syringe/needle. No further tandem follow up is required. Customer was able to load cartridge with insulin. Note: product category = needle/syringe issue.